Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found damaged. As treatment, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Pod data indicates the pod operated and delivered insulin as intended during operation. The exposed portion of the soft cannula was observed to be stretched. The out of spec cannula measured to be 1.457 inches. It could not be determined when or how the exposed portion of the soft cannula was stretched.